Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg incision site had some drainage after recent implant. As a result, patient was prescribed oral antibiotics, and the drainage had stopped.

Manufacturer narrative:
Updated a4- patient weight. Updated d4 - additional device information: catalog number 32400. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates, patient's ipg site reopened exposing the extensions and a possible infection. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's entire system was explanted to address the issue.

Manufacturer narrative:
Updated a4-patient weight. Correction in h11 of initial MDR: the device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.